Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 400mg/dl. The customer had symptoms such as dry mouth and treated with insulin. Troubleshooting was performed and customer declined to check the pump settings or the site. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. However, the customer had already changed the set and customer was advised on how to perform a bolus and how to change the scroll rate.